Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 27mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16-jun-2021. It was reported that balloon leak occurred. The 99% stenosed target lesion was located in mildly tortuous superficial femoral artery. A 2.5mm x 120mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 4-5 atmospheres, the balloon burst and contrast leak was noticed. The device was removed in normal fashion and the procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.